Event description:
It was reported that after drill hole was prepared using a 2.3mm drill and the anchor was impacted into the bone, the inserter shaft was removed and found the tip was missing. The missing tip was about 1mm and cannot be found on table. It was believed that the tip was left in the anchor, which was inside the patient's glenoid intrabony. The doctor thought that the metal piece was fixed inside bone and decided to continue the surgery without removing it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.